Event description:
It was reported that during a revision surgery, performed due to chronic dislocations, the replacement femoral head would not lock onto the original cemented femoral stem. During the same procedure, the surgeon elected to replace the original femoral stem with a new femoral stem of the same type.